Manufacturer narrative:
D10. Concomitant products: eeaxl25, eeaxl25 eea xl 25mm-4.8sgl use stapler (lot: p4b1021fr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic minimally invasive esophagectomy using the stapler, the device failed to perform an anastomosis as the stapler appeared to fire unformed staples into the gastric conduit. The device did not cut at all as well. The anvil would not fully extend from the stapler after opening, making it impossible to separate the anvil from the stapler. As a result, the anastomosis was sewn robotically after the device failure. The anvil and stapler were removed via extended enterotomy of the esophagectomy and gastric conduit. The patient was reported to be alive with injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the orvil anvil was observed to be tilted and attached to the instrument. Further inspection of the orvil anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the instrument could not be fully unclamped to unload the attached orvil anvil. It was reported that the anvil was difficult to load. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.